Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported that the patient underwent a third revision, due to dislocation resulting from the patient falling from bed. It was communicated via email that no medical records or x-rays will be provided, and the explanted devices will not be returned for analysis. Therefore, a clinical assessment cannot be performed and the patient impact beyond the revision surgery cannot be concluded. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable cause for this event is likely a traumatic injury/fall. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported a revision surgery was performed due to dislocation, caused by the patient falling from the bed. The main device at fault was a competitor implant; no s+n devices were explanted.